Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting. Decisions. Events reported to stryker from (B)(6) 2006 to (B)(6) 2008 were the scope of this retrospective review. These events are being submitted under (B)(4). There are 1 event(s) associated with this event type (malfunction) and product code gff.

Event description:
Metal shavings. "Metal shavings ended up in the shoulder. This happened to 2 blades. They were able to complete the procedure successfully and no follow-up surgery should be required. They were able to get the shavings out of the shoulder and the pt was not injured."